Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient was discharged from the hospital and recovered from peritonitis. Should additional relevant information become available, a supplementary report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for "about 20 days" and was treated with unspecified antibiotics. Pd therapy was ongoing. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the peritonitis was "healed". Should additional relevant information become available, a supplemental report will be submitted.